Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection of common carotid artery was caused during the placement of the arterial sheath. The physician converted to a carotid endarterectomy procedure as a result of the event. The condition of the patient is stable.